Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that an occlusion alarm occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 355 mg/dl. And the customer reported, having nausea and feeling sick.